Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. Evaluation conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during an angiographic procedure, the manifold leaked air because of a loose connection. No harm or injury was reported.